Event description:
Customer reported erroneous test results were obtained when using an access 2 immunoassay system. Four patient samples were tested for vitamin b12 and free t4 and erroneous elevated test results were obtained. An instrument message did occur with two of the four tests. All tests were repeated, and were within the normal reference range. No erroneous test results were reported. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) was within specifications before and after this event. Once the erroneous results were discovered the operator ran a diagnostic system check which was within specifications. H3: field service engineer (fse) evaluated the analyzer (B)(4) 2008. The pipettor was loose, the mixer speed was out of specification low, and the precision pump mounting screw was disconnected. The fse adjusted the ultrasonics and replaced the precision pump belt. A precision run and quality control met specifications. The fse verified repair per established procedures. Results met published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.